Manufacturer narrative:
The device has been inspected and is within trimed's specifications.

Event description:
A trimed sales representative reported on 30 mar 2021 that the l3034 that was implanted in patient (B)(6) on (B)(6) 2020 had to be removed. The screw was causing some pain in the bottom of the patient's foot which led to the screw being removed. It was reported that the patient was fully healed from the initial surgery in september but the screw had migrated from its original location causing the pain. It was also stated that the surgeon used a countersink under power in the original surgery, likely causing the screw to migrate. Trimed surgical instruments lc-73-0004-014-USA rev f states, "trimed driver shafts, countersinks and taps must be connected to a hand-held, manually operated handle, and are not advised to be placed under power equipment."